Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The devices were not evaluated, as the issues were identified and resolved during troubleshooting calls between the customer and stryker technical support. There was no remedial action taken. This devices are not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the fowler collapsed.  There was no patient involvement.